Event description:
The pt was seen in the office for routine study visit. The pt complained of increased sob and fatigue. Interrogation of the device showed diaphragmatic stimulation, unable to obtain rv capture. The pt was sent for an echo, where a pericardial perforation was noted, but no pericardial effusion. The lead was explanted and replaced.